Event description:
The patient coded en-route to the hospital. The report is not clear but the device reportedly prompted connect electrodes and either would not charge or would not analyze the patient ECG. The patient was not resuscitated.